Event description:
Repeated covid 19 positive results while using flowflex data after repeat negatives using three other rapid test brands. I'm now 12 days after initial onset of symptoms and still getting a positive (very faint) line on flowflex rapid tests, despite negative results on 6 other tests of various other brands (binax, ihealth, siemens). I've taken 7 flowflex tests so far. All with faint line appearing. No other tests reporting positives, 12 days following onset of symptoms.